Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that after defibrillating a patient (age & gender unknown) a second degree burn was observed on the patient's skin. Complainant indicated that the clinician did not prep the patient's skin prior to applying the electrode pads to the patient.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation. During visual evaluation of the electrodes, a small amount of topical skin and hair was observed. It was also observed that the gel was rolled up and burn marks could be seen on the tin. After further review of the facts provided, the customer indicated that patient skin preparation was not performed and compressions were administered during the event. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact for optimal adherence and to reduce the possibility of arcing and burns. Zoll performed testing on a retained sample with no discrepancies noted as part of the investigation related to gel placement or adhesion. Analysis of reports of this type has not identified an increase in trend.